Event description:
Anesthetized patient moved into supine surgical position by surgical team. The patient's perineum was resting against the perineal post pad (ref (B)(4)). Both the patient's feet were secured in the leather boot holders of the universal hip distractor. The image intensifier (i.I) was moved into position between the patient's legs. Traction was applied to the non-operative leg. Traction was then applied to the operative leg. I.I. Screening indicated there was minimal joint distraction on the operative, so further traction was applied with no increase in distraction. The traction was therefore released and the operative leg moved into a more midline position by the universal leg holder in an attempt to draw better distraction. Traction was applied and at this point the supine table attachment became insecure as a loud noise was heard which was the clamps breaking. As a result the supine table attachment dropped a short distance to rest on the i.I. Machine. Surgical staff rushed in to support the insecure supine table attachment and the patient weight. The patient's feet were removed from the leather boot holders while surgical staff stabilized the patient. The insecure supine table attachment was moved aside and the surgical team assisted and moved the patient proximately back onto the theatre table. There was a concern over the potential patient injury as there was hyperextension on the patient's lumbar region as the supine table attachment dropped. Also concern over the damage to the i.I machine. The broken clamps have been included for assessment. The surgery was postponed for another day and the patient does not have any injuries.

Manufacturer narrative:
Device was received by smith & nephew on (B)(4) 2012, however it was forwarded to allen medical to perform a complete investigation of the device for reported device failure. (B)(4).